Event description:
Dislodgement of the atrial lead was discovered in clinic during routine follow up. The device was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
A complete lead was received for analysis. As received, the helix was fully retracted and could not be extended due to the blood/tissue in the helix housing. The lead was ultrasonically cleaned and by applying direct torque to the connector pin, the helix could be extended / retracted. The measured full helix extension length was within specification. Electrical testing revealed no indication of conductor fractures or internal shorts.